Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with drinking oral juice and taking a couple of glucose tablets. The customer's blood glucose was 71 mg/dl at the time of the call. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.